Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and surgical removal was required. Following treatment of lesions in the anterior tibial and dorsalis pedis arteries, the oad became stuck in the patient. A surgical cut down was performed to remove the device and the patient was in stable condition following the procedure.